Event description:
Unomedical reference number (B)(4). Event occurred in denmark. It was reported that patient faced four infusion set leak events on 22-may-2024. The infusion set was in use the same day. The leak was at the site. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4. (B)(6).